Event description:
The field engineer reported that a defective interconnect cable was causing an intermittent loss of system functionality. There is no report of pt injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was replaced. The system was then found to be operating as intended.